Event description:
A customer reported an issue with a twisted piston in their device. There was no information provided regarding the impact on the customer¿s blood glucose level. Tandem technical support recognized the device's problem and issued a replacement pump with a new serial number.